Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 50 mg/dl. The customer stated had problems with 2 of the sensors, they inserted a sensor and had blood at the site issue. Customer stated the site was not actively bleeding. Customer would not like to continue troubleshooting site. Customer declined troubleshooting for the low blood glucose. Customer stated sometimes the sensors don't go all the way in his body the tape does not always stick he has sensor glucose vs blood glucose and he declined to troubleshoot for any of his issues. It was unknown whether the customer was using automode at the time of reported event. The devices will not be returned for analysis.